Event description:
Procedure type: roux-en-y. Patient gender: male. According to the reporter: the device was introduced in the cavity and the surgeon was manipulating it to position it, the anvil detached and remained inside the esophagus. Surgeon was able to get into the esophagus with another instrument and pull it out. The surgeon used another type of instrument by attaching its anvil with suture to a tube to complete the procedure successfully. The operating time was extended approximately 30 minutes. No abnormal bleeding reported. No patient injury was reported.